Event description:
12/28/2022 - it was reported that the patient has a retained capsule. Kub x-ray was performed and it showed the capsule stuck in the cecal area. Additional x-rays were taken on (B)(6) 2022. (B)(6) 2022 - a colonoscopy was performed to verify the capsule was in the colon. (B)(6) 2023 - the capsule was removed via infraumbilical incision. (B)(6) 2023 - frm-089 was received indicating a metal restoration of the tooth caused the retention.

Manufacturer narrative:
12/28/2022 - it was reported that the patient has a retained capsule. Kub x-ray was performed and it showed the capsule stuck in the cecal area. Additional x-rays were taken on (B)(6) 2022. (B)(6) 2022 - a colonoscopy was performed to verify the capsule was in the colon. (B)(6) 2023 - the capsule was removed via infraumbilical incision (B)(6) 2023 - frm-089 was received indicating a metal restoration of the tooth caused the retention.